Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was seal plate damage. Functional testing found that the damage to the seal plate(s) is consistent with the user inadvertently closing jaws on a hard/metallic object. Damage to the seal plate can result in alarm activations and difficulty with activating the device. It was reported that the device was not sealing completely and the tissue was sticking. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was alarm activation concern and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during procedure, the device was sealing partially on a medium thick tissue and was not very good and it bleed 100ml after cutting. There was evidence of energy delivery and end tones were heard. The regrasp alarm constantly. The customer said that the tissue was sticking in the jaws more frequently. Device was cleaned after each 5 activations. There was approximately 14 good seals before the issue occurred. The vein was being sealed when problem occurred. Another ligasure device was used using the same generator and it worked successfully. Blood transfusion was not necessary.